Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that their insulin pumped had alarmed and displayed failed battery, followed by the display screen going blank shortly after. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab. Customer was advised to purchase new batteries and call back if problem persists. Customer's blood glucose level was 322 mg/dl at time of reporting. Nothing further reported.